Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110mmh2o. The valve was hydrated. The valve was visually inspected; no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 110mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found inside the housing, on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9009, with lot cnhb5b, conformed to the specifications when released to stock on the 3rd august 2012. The root cause of the problem reported by the customer is due to the biological debris found inside the valve casing, on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The implanted valve failed to adjust the pressure setting first, and after monitoring the patient¿s condition, the occlusion was suspected. Pumping was attempted, but the reservoir didn¿t swell out. The valve was removed from the patient¿s body on (B)(6) 2017. The patient¿s condition is being monitored currently. The patient is (B)(6) male, and (B)(6). The original disease is sah. There is no further information provided by the hospital.